Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to (B)(6) hospital flagler on (B)(6)2010, due to nausea and vomiting with some bleeding and pain at the ins site. Troubleshooting was addressed between hcp and rep. Patient was admitted to hospital.